Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 490 mg/dl. Customer had symptom of vomiting. Customer was hospitalized due to diabetic ketoacidosis. Customer was wearing insulin pump at the time of hospitalization. Customer was advised to call helpline before being released. Customer declined troubleshooting, stating that he does not believe there was anything wrong with insulin pump. Customer did not have any more insulin to troubleshoot. Customer may call to perform high pressure test.